Event description:
Abbott diabetes care received a user report from ansm which contained the following information: a customer received low readings on adc freestyle libre sensor compared to competitor meter. On (B)(6) 2019, the nurse was with the customer to give him his injection of novorapid and a sensor reading of 57 mg/dl was obtained at 12:00 p:m., compared to 95 mg/dl obtained on the competitor meter at 12:05 p.m. Nurse treated the customer with unspecified units of novorapid insulin based on the reading of 95 mg/dl. Customer did not experience any symptoms of hypoglycemia. In the evening, customer obtained an unspecified reading on the sensor and was treated with unspecified units of novorapid by the nurse. It is unknown what reading was obtained on the competitor meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was performed for the reported complaint and libre sensors, no tripped trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a customer received low readings on adc freestyle libre sensor compared to competitor meter. On (B)(6) 2019, the nurse was with the customer to give him his injection of novorapid and a sensor reading of 57 mg/dl was obtained at 12:00 p:m., compared to 95 mg/dl obtained on the competitor meter at 12:05 p.m. Nurse treated the customer with unspecified units of novorapid insulin based on the reading of 95 mg/dl. Customer did not experience any symptoms of hypoglycemia. In the evening, customer obtained an unspecified reading on the sensor and was treated with unspecified units of novorapid by the nurse. It is unknown what reading was obtained on the competitor meter. There was no report of death or permanent injury associated with this event.